Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the event is consistent with damage during use. Corrected data: it was inadvertently reported as b1- product problem in the initial report.

Manufacturer narrative:
Date of event is estimated. E1: reporter establishment name: (B)(6).

Event description:
It was reported that the patient did not have therapy on the left side of the body due to high impedances on the lead. Reportedly, the lead had fractured, which was confirmed via imaging. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Full coverage and effective therapy was confirmed post op.